Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from five patient samples tested on a vitros 5600 immunodiagnostic system when compared to results obtained from a non-vitros roche system. The investigation was unable to determine as assignable cause. However, a potential contributor to the event could be a combination of the method to method differences as reflected in the different reference ranges and the known 20% bias versus the roche method. Per customer notification cl2016-220, there is a confirmed 20 % bias versus the roche elecsys pth test. However, the customer is seeing much larger differences between the vitros and roche results, therefore there are likely additional unknown contributing factors. Intact pth is labile and susceptible to fragmentation. Correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage. It is unknow if the pre-analytical sample handling was as expected, therefore this cannot be ruled out as a potential contributing factor for events. Based on the ipth quality control performance, a vitros ipth reagent issue is not a likely contributing factor to this event. There was no indication of a vitros 5600 instrument issue and an instrument malfunction is not a likely contributor to the event. (B)(4).

Event description:
The customer reported that higher than expected vitros ipth results were obtained from five patient samples during validation testing performed by an ortho laboratory specialist (ls) on a vitros 5600 immunodiagnostic system when compared to results obtained from a non-vitros roche system. Sample 1 ipth = 256.3 pg/ml versus expected 163.0 pg/ml from roche system. Sample 2 ipth = 24.2 pg/ml versus expected 17.0 pg/ml from roche system. Sample 3 ipth = 308.8 pg/ml versus expected 180.0 pg/ml from roche system. Sample 6 ipth = 87.2 pg/ml versus expected 37.0 pg/ml from roche system. Sample 7 ipth = 138.5 pg/ml versus expected 86.0 pg/ml from roche system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were obtained while validating the vitros ipth assay for use on the analyzer, and were not reported outside of the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).